Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and the pump shut off. Review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Subsequently, the pump shut down due to insufficient battery power. Review also confirmed the battery was depleting as expected prior to the shutdown on 11/26/2016. Customer reported blood glucose (bg) level was 350 (mg/dl). The customer charged the pump, turned it back on and bloused to address bg level. Recommendation was made to the customer to charge pump more frequently.